Event description:
Dialysis blood line failure, un-glued bloodline, manufacture defect. Mit was prepping dialysis machine for patient treatment when line failed. Could have resulted in patient death if process not in place to double check lines before use. Note a patient was not involved. Data in this report about a patient was only entered to get to the next section of the report. We have a process in place to test these lines prior to use to prevent harm to the patient. FDA safety report ID# (B)(4).